Event description:
It was reported that the device was fractured requiring additional intervention. The target lesion, located in the severely tortuous and severely calcified left anterior descending artery, was 81% stenosed and 3.00 mm long with a vascular diameter of 2.50 mm. A 10mm x 2.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon delivery shaft was kinked and fractured. The location of the fractured was 10cm from the distal end of the balloon or from the physician's hand. An additional balloon was used to drag out the device and the fractured part was not left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone: (B)(4).

Event description:
It was reported that the device was fractured requiring additional intervention. The target lesion, located in the severely tortuous and severely calcified left anterior descending artery, was 81% stenosed and 3.00 mm long with a vascular diameter of 2.50 mm. A 10mm x 2.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon delivery shaft was kinked and fractured. The location of the fractured was 10cm from the distal end of the balloon or from the physician's hand. An additional balloon was used to drag out the device and the fractured part was not left inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.